Event description:
The operating nurse had noticed the sterility of the package could be jeopardized because the product could have punctured the package. One end of the product is square with no cap and could damage the package.======================manufacturer response for kiwi complete vacuum delivery system, kiwi omni-c cup (per site reporter)======================our operating room staff had informed the sales rep who had examined the product.